Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. Returned device analysis confirmed that the steerable sleeve functioned as intended; thus, the reported sleeve steering issue and bent dc shaft could not be confirmed. However, a bent mandrel was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue and bent delivery catheter (dc) shaft could not be determined. Additionally, a definitive cause for the observed bend on the mandrel could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty positioning. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy. During steering in the left atrium, the ml knob was turned 180 degrees in the m direction and the lock lever was fully advanced. A curve was noted in the cds. The device was removed and a new cds was prepared. Two clips were implanted and the mr was reduced from grade 3-4 to grade 1-2. No additional information was provided.